Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right superficial femoral artery (sfa). A 4.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 4.0mm x 150mm x 150cm coyote¿ balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote balloon catheter with no other devices. There was blood in the inflation lumen and balloon. Magnified inspection identified a 3cm tear in the balloon wall at the distal edge of the distal markerband on the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Other than the identified damage, there were no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right superficial femoral artery (sfa). A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 4.0mm x 150mm x 150cm coyote balloon catheter. No patient complications were reported and the patient's status was fine.